Event description:
Breast implant opened to field. Tear noted on back of implant between outer shell and gel. Implant removed from field and new implant opened and inserted. FDA safety report ID# (B)(4).